Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was reported as "high," exceeding 500 mg/dl. To address the high blood glucose level, the customer administered a corrective injection using multiple daily injections (mdi). Reportedly, the customer continued to use the pump for insulin therapy.